Manufacturer narrative:
The investigation is currently in progress.

Event description:
A site representative reported that while in a cranial surgery, the surgeon completed registration and was getting ready to navigate when he received a "critical internal error." They still had the cd from loading the patient exam in the system and the medtronic representative explained that this error could occur when going to the archive step and having a cd with data already on it. Instructed them to remove the cd and re-boot the system. The site was able to get back to the navigate task. The surgeon continued the procedure using the stealthstation. There was no impact on the patient outcome.